Event description:
During the surgical procedure, some soft tissue became un-retracted and got caught in the open window of the distractor sleeve. The pt's ureter was damaged and the kidney had to be removed. The surgeon continued the operation using the same instrument without further problems. The pt is reported to be doing fine.